Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the cutter device wobbled in two attachment devices. There was a five to ten minute delay to the planned surgical procedure. There were identical spare devices available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: incorrect reporter name: the reporter¿s name was incorrectly documented. The reporter name has been updated from (B)(6). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A dimensional and functional assessment was performed which determined that the device met specifications. It was determined that the device did not rotate off of the center axis at 80,000 rpm's. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.